Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot#: l49379, implanted: (B)(6) 1998, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer in regard to a patient receiving lioresal 2,000 mcg/ml at 250-300 mcg/day via an implantable pump. The indication for use (IFU) was listed as intractable spasticity and cerebral palsy. It was reported that in 2013 when the pump was replaced the doctor was not able to aspirate the catheter in the operating room (or). At that time, it was believed that the patient was still getting drug. The patient's family agreed even though they could not aspirate, so they have been watching the patient since. At the end of 2015, the patient started having increase in tone/spasticity and was showing signs of withdrawal/underdose. A dye study was performed on (B)(6) 2016 which confirmed the catheter is no longer patent. The dose has been decreased since then and the patient is due for a pump and catheter replacement on (B)(6) 2016. While performing the CT scan dye study the patient's leg got stuck in the tube and it broke their femur, so patient's sister has been caring for the patient. The patient is on po baclofen since the catheter is no longer patent as well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.